Event description:
It was reported that the patient presented to the emergency room experiencing syncope after an asystole episode. The right ventricular lead exhibited loss of capture and low impedance. The lead was capped and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.